Manufacturer narrative:
(B)(4). G2: foreign country : germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was black powder and other residues from the battery in the unopened package. The battery pack was damaged and the outer packaging appears to be deformed. The issue was discovered prior to surgery. Another device was used for the surgery. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures confirm the device was sealed and there was black debris within the sterile packaging. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.